Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating the rep met with the patient at the clinic on this date. Impedance tests were performed with pressure on lead extension site, extension ins site, and in multiple different positions. Impedances in all configurations came back slightly different each time a test was run (within 20 ohms). No out of range results were acquired during the visit and the patient was getting good tremor control. The patient had confusion about using the patient programmer and indicated that perhaps they were not checking their system correctly. They said the sudden return of tremors had happened three times and they weren't sure they were off or on to begin with, so the patient was trained in using the patient programmer (pp). The patient plan was made to keep record of any events and call immediately if anything were to happen to then be guided through checking their device/troubleshooting. The age of the lead and extension were discussed and the patient understood that this may be a factor in events. No further symptoms or complications were reported or anticipated with this event.

Manufacturer narrative:
Event date approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient said they were feeling like stimulation turns off and turns back on by itself. The patient was seen by their hcp five weeks ago and the impedances were normal: c/0 2200, c/1 631, c/2 644, c3 686; 0/1 1894, 0/2 2336, 0/3 2479; 1/2 765, 1/3 964, 2/3 819. They were programmed on contacts 1/2, 4.1v, 753 ohms, 5.4 ma. There was no known activity or event reported that prompted the issue. Possible troubleshooting to perform was discussed on the call: impedances in various positions, palpation, ask about frequency and activities being performed when patient notices issue. No additional information was reported at this time. No patient symptoms or further complications were reported as a result of this event.